Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the deice had a volume metric accuracy test. The event occurred during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
G3 - date received by mfg ; corrected.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device with downstream/upstream seals that were torn, the remote dose lemo connector had a broken pin, the latch lock was worn, the cassette detector seals were torn, the lcd lens was scratched and the pole mount adaptor was dirty. During the functional testing, accuracy tests were completed and the device was found to be over delivering to the manufacturing specifications. The cause of the issue was found to be the expulsor. The expulsor was replaced as well as the flat gear, the dual flag gear, the cam sensor, the latch lock assembly, the upstream sensor/downstream sensor, the lcd lens, keypad, keypad over lay, rear label and side label. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.